Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedances. The health care professional wanted to know if it can be changed using the remote monitoring system. Technical services informed that the device would need to be reprogrammed. Additional information was requested from the field representative however, no information was available. No adverse patient effects were reported.